Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to loss of benefit and poor performance. The patient was reimplanted with another cochlear device during the same surgery.